Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 150 mg/dl, 260 mg/dl, 240 mg/dl. Tests were done < 10 minutes apart with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.